Manufacturer narrative:
On august 31, 2023 immucor technicians used remote access to review the results of screening results from (B)(6) 2023 and (B)(6) 2023; review of the camera report and event log showed no issues. On (B)(6) 2023 an immucor field service engineer (fse) inspected echo lumena instrument serial number (B)(6) at the customer site. The fse performed an unexpected reactions checklist and discovered the 1ml syringe had an increased amount of friction; 1ml syringe was proactively replaced using on site stock. The fse the initialized instrument and ran daily maintenance, performed group screen qc (with expected results), and ran the discrepant sample. The instrument was tested and returned to customer. No further investigation is possible as no patient sample or product was returned to immucor, and no further information was provided by the customer. The internal immucor record for this event is (B)(4).

Event description:
On (B)(6) 2023 a customer reported that a patient had a hemolytic transfusion reaction.